Event description:
It was reported that a spectrum pump alarmed for upstream occlusion during testing. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval was unable to confirm the occurrence of the reported alarms on (B)(6) 2014 through the event history log. However, evaluation confirmed the reported symptom of upstream occlusion alarms through observation of alternate dates within the event history log, and could not reproduce it during eval. Eval found the lower reading on the ultrasonic sensor to be below spec. This can make the pump more sensitive to upstream occlusion alarms. The upstream sensor and pusher were replaced to correct this condition.